Manufacturer narrative:
D9 - date returned to MFR: 5/27/2026. H3 and h6 codes: updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed a travel coarse error. Complaint confirmed by checking the alarm history. The device is repaired by replacing the left and right clutch, clutch spring, worm coupling, worm gear and motor. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the worn-out clutch parts. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a clutch coarse error during testing. There was no patient involvement.